Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed no sudden drops in voltage at the time of the alleged temperature event. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture was found inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting and no alarms, overheating, or power losses were duplicated. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The power flex and components were inspected and no defects were found. No damage was observed to the power circuit. No evidence of the pump overheating was duplicated during the investigation. A battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.